Event description:
It was reported that electrogram (egm) review was requested due left ventricular (lv) lead loss of capture (loc) concerns based on a presenting egm from (B)(6) 2024. When compared to a prior presenting egm from (B)(6) 2023, the morphology was different and the configuration was the same. Further evaluation was recommended. The lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. If information is provided in the future, a supplemental report will be issued. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested due left ventricular (lv) lead loss of capture (loc) concerns based on a presenting egm from (B)(6) 2024. When compared to a prior presenting egm from (B)(6) 2023, the morphology was different and the configuration was the same. Further evaluation was recommended. The lv lead remains in service. No adverse patient effects were reported. Additional information received reported that the cardiac resynchronization therapy pacemaker (crt-p) replacement procedure due to safety mode was completed successfully and all leads were fine. This lv lead remains in service. No additional adverse patient effects were reported.